Event description:
It was reported that (1) lcsc5 and (1) brk10 were used during a laparoscopic donor nephrectomy procedure. It was reported by the rep that a solid tone was heard. The lcsc5 initially worked and would then not function, intermittently. The luke was used. Retorqued blade and this did not fix the problem. The surgeon used brk10 right angle dissectors and complained that product would not rotate after clamp closed only when opened. No other info known. There was no consequence to pt.